Manufacturer narrative:
The customer's report of fentanyl infusing too fast was not confirmed. Physical inspection noted the device to be in good condition. The only anomalies noted were corrosion on both the left and right iui (black) connectors. Analysis of the pcu event log shows that the pump module was infusing fentanyl 1000mcg/100ml (drugid 170) at a rate of 1ml/hr. At 4:59 am on (B)(6) 2016, the vtbi was changed to 100ml and the infusion was started. At 5:06 am and 7:40pm, the device alarmed for fluid side occlusion and was restarted. At 3:54am on (B)(6) 2016, the infusion was paused. At 4:27am, the vtbi was changed to 4ml and the infusion was restarted. At 5:14am, vtbi was changed to 95ml and the infusion was restarted. At 6:45 am, the infusion was paused twice then the device was channeled off. The volume recorded as being infused during this period was 25.73ml. Functional testing was performed and the device was found to be delivering fluid within specification. The root cause of the reported event was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports that a primary infusion of fentanyl 10mcg/ml in a 100ml bag started infusing at a rate of 1ml/hr at 0458am on (B)(6) 2016 and was found empty at 0524am on (B)(6) 2016. No patient harm reported.